Event description:
The user stated she came into the lab and found water had leaked onto the counter below the integra, down the side of the counter and onto the floor near the power supply. The water was also into the walkway. Patient samples had not yet been tested when the leak occurred. No one had fallen or been injured.

Manufacturer narrative:
The field service representative determined the main water line had broken. He also noted the water had spilled from the broken tube onto the pcb transfer x-y module and damaged it. He replaced the tubing from the water pump to the filter, replaced the pcb transfer x-y module and probe c. The user ran controls to verify the analyzer operation.